Event description:
On 6/28/94 excision of right foot mass; removal of plantar lesion; resection of bony prominence right ankle. Antibiotic therapy started post-op. Wound became infected. Pt hospitalized (continues as of this date). Acute renal failure, non-healing wound, anemia.